Manufacturer narrative:
The customer's test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration was observed. Returned strips were tested with a retention meter with results being acceptable. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter serial number (B)(4). The result from the meter at 20:47 was 411 mg/dl. The result from the meter at 20:56 was 232 mg/dl.